Event description:
It was reported y the customer that the doctor wasn't able to get good enough samples and didn't want to try a different probe, so the doctor decided to reschedule the patient for an ultrasound core biopsy with a 14 gauge needle.